Event description:
Consumer complaint of blood result reading of "lo". Last tests in memory: "lo", "lo", "lo", 116 mg/dl, 71mg/dl. Customer performed back to back blood tests with results of 112 mg/dl and e-5 error message. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:strip issue or user has high glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Last tests in memory: "lo", "lo", "lo", 116mg/dl, 71mg/dl. Customer performed back to back blood tests with results o f 112mg/dl and e-5 error message. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (10/18/2014).